Event description:
It was reported that atrial lead has a potential fracture. Loss of capture and high impedance was noted. The mode will be changed to sense but not pace the atrial. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.